Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system exhibited high out of range pacing impedance measurements that were greater than 3000 ohms. This resulted in a lead safety switch (lss) from bipolar to unipolar sensing configuration. No adverse patient effects were reported. Currently, this pacemaker system remains in service.